Event description:
It was reported that the patient was scheduled for explant. The battery was overdischarged at the date of procedure. The event was not considered normal battery depletion. The patient was unreliable. There was no patient death associated with the event. The outcome was recovered without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery had reduced capacity due to over discharge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge was completed, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took placed on (B)(6) 2014 and the battery was charged to 3.610 volts. On (B)(6) 2014 the battery had depleted to the ¿lock¿ mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an overdischarge state prior to being received for analysis.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37083-20, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 399930, lot# v025708, implanted: (B)(6) 2008, product type: lead. (B)(4).: analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.